Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 07/02/2018. Device evaluation: the complaint unit was received in the original package box. The lens was observed inside the lens case. Visual inspection at 10x microscope magnification was performed. Viscoelastic residue was observed on the lens. The lens was cleaned and no scratches were observed. No damage on the lens was observed. The complaint reported was not verified in the returned lens sample. Manufacturing record review: manufacturing record review of the production order and related documents revealed that the product was manufactured and released according to specification. There was no discrepancy found during the record review. A search revealed that no complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a mark or scratch was found on a zcb00 20.0 diopter intraocular lens (iol) when opened. No additional information provided.